Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no insulin drips were observed to be dripping out of the cartridge tubing during the load fill tubing sequence. A new cartridge and infusion set were successfully loaded onto the pump to resolve the issue. Customer's blood glucose level was 200 mg/dl.